Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had blank display anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump kept turning off even with full battery. Customer stated that he had called previously on blank display issue. The insulin pump is not expected to return for analysis.